Event description:
Major pump unit(s) involved: blood pump; device thrombosis.additional text: thrombus in pump; thrombus in pump.specific component(s) involved: pump drive unit malfunction.additional text: thrombus in pump.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of inflow graft; replacement of pump.other intervention :implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump, device thrombosis. Specific component(s) involved: pump drive unit malfunction.